Event description:
The customer states that an axsym bhcg result of <2.0 miu/ml was reported on a pt and was questioned by another facility. The same pt sample tube was retested on axsym and the results were 19,806 and 20,221 miu/ml. No impact to pt management was reported.